Manufacturer narrative:
B4. Date of this report 31 may 2025. G3. Date received by the manufacturer? 31 may 2025. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Event description:
Senseonics was made aware of an incident were reported inaccuracy in sensor readings. No injury or medical intervention was reported. Based on our review, the system started showing some instability on (B)(6) 2025, contributing to the differences observed in bg/sg. The system is working to stabilize, and we would like to monitor its performance until about (B)(6) 2025, to confirm continued improvement.

Manufacturer narrative:
The reported inaccuracy in sensor readings. No injury or medical intervention was reported. Based on our review, the system started showing some instability on (B)(6) 2025, contributing to the differences observed in bg/sg. The system is working to stabilize, and we would like to monitor its performance until about (B)(6) 2025, to confirm continued improvement. The case was escalated to next level support, based on additional monitoring, the system has stabilized, and bg values entered as calibrations fit sg trends well.